Manufacturer narrative:
Concomitant medical product: patient product ID: 3889-28, lot# v260970, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead, ubd: 21-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported the stimulation only worked for one week after implant. Additional information was received from the patient on september 24th, 2019. The patient reported that they received a letter from the manufacturer and didn't understand why she was receiving a letter. Patient services agent pulled up the patient¿s information and said that she didn't have an implant. After some review, the patient stated that she did have an implant years ago, however it was removed about 3 months after the implant. When asked, the patient stated that she thinks the whole system was removed and that the procedure was performed by the implanting physician. No further complications were anticipated/reported.